Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective stimulation. The patient is currently receiving tonic therapy which is no longer providing sufficient pain relief, as it provided in the past. Patient is interested in replacing ipg to take advantage of new technology. Surgical intervention is being considered for the future.